Event description:
On 9/23/94, a pt was being resuscitated using the defibrillation adaptor. When a staff member activated the defibrillator, a loud "pop" noise was heard. The equipment failure was an electrical short circuit caused by a break in the pt cable approx 5/8 inch behind the defibrillator adaptor. During a fact-finding review the biomedical engineer examined the equipment and determined the break was caused by the wrapping of the cable around the adapter during storage. There were no injuries to staff or to the pt. The equipment failure does not appear to have contributed to the pt's eventual demise as there was a second defibrillator readily available and called to use when the unit in question failed. All similar units were checked and the method for storing the cable changed to prevent recurrence of this type of failure. It is rptr's understanding that the equipment MFR is currently redesigning the product. Rptr recommends strengthening the cable at its exit from the adapter in the redesign.